Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was stuck on a black screen during a surgery in the or. The customer had rebooted the station, but an error notice popped up stated, object reference was not set to an instance of an object and they cannot get pass through that screen. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6).. A review of the complaint history for sn 1(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station randomly rebooted. A field service engineer (fse) identified that the rsa key container could not be opened, and the device was offline. Fse logged into the care fusion admin, identified that the technical support specialist had logged in and identified that the system required to be reimaged. Fse reinstalled the application, imaged and reconfigured the system but the issue remained unresolved. Tss then logged in through remote support service, identified a database failure and performed a database rebuild and confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired and the technical support specialist troubleshot the device.